Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-03693 and 1627487-2019-03694. Follow up information received identified the reported issue was resolved and the patient was well.

Manufacturer narrative:
The device date of implant was unknown.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-03693 and 1627487-2019-03694.

Event description:
Device 3 of 3; reference MFR report: 1627487-2019-03693 and 1627487-2019-03694. It was reported the patient's drg system exhibited high impedance. Reportedly, two of the patient's drg system leads were broken. Consequently, the patient's drg system leads were replaced.